Event description:
A customer reported that the betadine sponge was out the minicap bearing during patient use at home. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause could not be determined. Similar reports have not been received this year by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This is report 2 of 3 associated with this issue. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should any significant supplemental information become available